Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The device was not evaluated by the rse, as the customer refused to have it repaired because it is no longer covered by the warranty agreement. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The customer refused to repair the device.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that the treatment delivery test failure. There was no patient involvement.